Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the patient was hospitalized due to intense pain, and an enlargement near the pg site. Therefore, the device required repositioning. There were no inflammatory signs observed, and no pre-existing patient conditions. The device remains implanted. No adverse effects to the patient were reported.